Manufacturer narrative:
A philips field service engineer (fse) visited the customer's site. The fse confirmed the speaker malfunction error inop and the that the speaker was not functioning (no sound). The issue was resolved by replacing the speaker and the device was operational after repairs were completed. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6).

Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.